Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was noise on the right atrial (ra) lead, along with atrial under sensing. Additionally, there were two oc currences of ventricular tachycardia monitor episodes, and a potential atrial flutter with atrial under sensing or far field oversensing was noted. It was suggested to test unipolar settings to see if there is better sensing and to adjust the sensitivity as needed. A holter monitor may be placed to discern if there are ventricular arrhythmias. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further noted that the ra lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) events resulting in unnecessary pacing at times and oversensing. It was also noted that the ra lead exhibited a atrial lead position check failed observation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.